Event description:
The customer was hospitalized for high bgs and dka. The customer stated that they had numbness in legs and arms and was vomiting. Troubleshooting was performed. The programming, insulin, concentration, and bolus history were correct. In addition, a fixed prime test was completed and the insulin exited. The customer called back to perform the high-pressure test and passed withn specifications.